Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device was not able to be interrogated and could not connect to the home monitor. It was discovered that the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. Device not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.